Manufacturer narrative:
The device was received for evaluation. During visual examination, the winged female luer lock adapter and power injectable tubing were observed separated. Due to the condition of the sample that was received, further testing could not be performed. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set separated. The reporter stated that bond between the plastic piece at the end of a one-link device and the device itself had failed. There was no patient involvement. No additional information is available.